Event description:
It was reported the customer was experiencing high blood glucose level. Customer's blood glucose was 14 mg/dl. Customer stated she changed her infusion set four times. When asked how often customer changed the reservoir customer stated one to two weeks. Customer was advised the reservoir needs to be changed more often. Customer stated the plastic has crumbled around the reservoir compartment. The device has not been dropped or bumped. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked case at display window corners, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.